Event description:
An adult male underwent the surgical procedure "intramedullary rodding of right femur fracture". During the procedure, a fragment of the drill bit (stryker gamma system k wire) broke off and became imbedded in the patient's bone. The procedure was completed without further complications. The x-ray was subsequently taken confirming the device fragment was retained.